Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) the system onsite and confirmed that there is a software failure. Upon examining the system, fse had seen that the service software did not start due to the system software being corrupted. Fse reinstalled the software on the system and issue got resolved. After the repairs, the system was returned to use in good working order.

Event description:
It has been reported to philips that there azurion system had a software failure. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and re-installed the software which returned the device to use in good working order.